Event description:
Study site reported a complication of cardiopulmonary arrest in a study pt. The circumstances surrounding the onset of the complication was "patient presented with knee pain and underwent I&d. In the evening of surgery, pt suffered arrest" and subsequently died.